Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was delayed and required multiple button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.